Manufacturer narrative:
Additional information (29-nov-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting including the replacement of several instrument parts relevant to issues of this nature. The issue was resolved by recalibration of current flex with the new flex sequence. Quality control recovered within the customer's expected ranges. Repeat of the same samples yielded the expected results. Hsc concluded that the cause of the event was due to an issue with a specific carbon dioxide (co2) reagent flex. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00256 was filed on 22-nov-2023.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding four (4) falsely depressed carbon dioxide (co2) patient results on two patient samples obtained on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
Four (4) discordant falsely depressed carbon dioxide (co2) patient results on two patient samples were obtained on a dimension vista® 500 intelligent lab system. The falsely depressed patient results were not reported to the physician. The same samples were reprocessed after calibration with the new flex on the same dimension vista® 500 intelligent lab system. The higher reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) results.